Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported mw5085361 that a patient underwent an unspecified breast surgery with two unspecified mentor gel breast prostheses and was presented with generalized illness (extreme vertigo, dry eyes, weight gain, heart palpitations and terrible insomnia). As a result, the patient had the devices removed on (B)(6) 2012. This report is for one of the two effected sides.